Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed the snare loop to be retracted into the sheath and the handle cannula to be pulled out of the handle assembly. The cannula was properly crimped from the proximal end securing the cable inside the cannula and no score marks from the cap screw were visible on the cannula. The cannula was measured and was within specifications. The socket head cap screw was inside the finger ring and torque into the active cord insert. The gap inside the insert and under the set screw was measured to and found to be within specifications. The cap screw was removed and the hole then pin gauged and was found to be within specifications. The cap screw thread length was measured and found to be within specifications. The screw threads did not appear to be damaged or defective. The tapped threads inside the set screw appear to be properly formed and red loctite thread locker was visible in the threads. The returned unit was consistent with the complaint incident that the loop was difficult to extend due to the handle cannula being pulled out of the handle assembly. (B)(4). No score marks were found on the cannula. Therefore, the most probable root cause is manufacturing. A corrective action has been initiated to address this issue. A review of the device history record was performed for lot 13941356 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13941356.

Event description:
It was reported to boston scientific corporation that an endovive safety peg pull method kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the physician could not extend the loop on the snare because the wire, from the snare, was sticking out of handle. The procedure was completed with another snare, (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive safety peg pull method kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011.according to the complainant, during the procedure, the physician could not extend the loop on the snare because the wire, from the snare, was sticking out of handle. The procedure was completed with another snare, (manufacturer unknown).there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.